Event description:
Pt with large external fixator returned to the or 7 days post application for incision and drainage of wound when surgeon discovered that part of the external fixator was broken. Surgeon replaced broken piece with a new component.